Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller indicated the patient claims their implantable neurostimulator (ins) was malfunctioning, with worsening tremors. The patient can initiate a charging session, and the recharger connects briefly before disconnecting. During the call, the caller started a charging session, and the recharger connected to the ins. However, the caller only had the wireless recharger and did not have a patient remote to check the status of the therapy or ins. The issue was not resolved through troubleshooting, and technical support services transferred the caller to nas to page a representative for further assistance.